Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for an unknown low blood glucose on an unknown date for an unknown amount of time. Customer stated they were hospitalized due to malfunctioning sensors as the sensor not read when she had low blood glucose. It is unknown if the customer was using insulin pump system within 48 hours of reported low blood glucose. Troubleshooting for the customer¿s sensor issues was declined. It was unknown whether the customer using auto mode feature. Customer also reported that they had hyperglycemia as well. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided about high blood glucose with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer did not experience high blood glucose.